Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-apr-17. It was reported the pump was returned for analysis and would be shipped to the manufacturer as soon as possible. The replacement was performed at the end of february. It was noted that patient felt fine now and was receiving the effective therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in (B)(6) via a representative regarding their implantable pump which infused unknown baclofen 1000 mcg/ml at a dose of 90 mcg/day. The indication for use was not provided. It was reported that on (B)(6) 2018 during normal use the patient returned to the hospital because the pump alarm was sounding. At the pump interrogation, the logs show multiple motor block and recovery. The pump logs from (B)(6) 2018 noted that a motor stall recovery occurred on (B)(6) 2018 at 11:58 and a stall occurred again that same date at 18:26 and recovered later that day at 20:53. From (B)(6) 2018 another 13 motor stall and recoveries occurred. The pump stalled again on (B)(6) 2018 at 08:26 with no evidence of recovery. The estimated replacement indicator (eri) was 37 months. The patient did not any symptoms of abstinence. The patient was go to another hospital near their home to have the pump replacement. Although it was also reported that surgical intervention was not planned. Clarification was requested. As reported, it was unknown if there were any environmental, external, or patient factors that might have contributed to led to the event. At the time of the report, the product status was noted as implanted but out-of-service, the issues was unresolved, and the patient¿s status was noted as alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the pump was not available. It was indicated that the first stall occurred before 2018 (B)(4), but the logs did not show the first motor stall date. It was stated that the hospital where the pump replacement will be done was different to that where the hcp had followed-up with the patient. The patient did not experience any symptoms. The pump replacement had not been scheduled yet because the patient did not have symptoms. The hcp would decide in the future if the pump would be replaced or explanted. It was unknown if the pump would be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found electrochemical migration across the electrical feed-through insulator which caused an electrical short. The electrical short resulted in motor stalls. If information is provided in the future, a supplemental report will be issued.